Manufacturer narrative:
A complete lead was returned in one piece for analysis. The damage was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during implant of the right ventricular lead, testing revealed stimulation of the left pectoral muscle. When pacing was disabled, the stimulation stopped. Inspection of the lead revealed an insulation breach. The lead was removed and a new lead was implanted. The rest of the procedure was without incident and the patient was stable.